Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
The customer complained that the safety mechanism for three batches was not functioning properly. Because there is no clear indication of which batch corresponds to which item number, please investigate three batches of two specifications simultaneously. In one usage accident, the needle bent outside the safety device after use, causing the operator to be stabbed.